Manufacturer narrative:
Date of event was estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18599. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2022 where the leads were replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.